Event description:
The customer reported, the balloon deflates easily soon after being inflated. The thickness of the material seems fragile and breaks. A non-routine replacement of the tube was required.

Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.